Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer also stated that the night prior to the call, the up button was stuck and numbers were ramping on the screen. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 178 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked belt clip slot.